Event description:
It was reported that interrogation of the pulse generator resulted in the message -diagnostics cleared due to invalid data-. The device was previously exposed to electrocautery. The device remained implanted and would be monitored.